Event description:
A customer contacted beckman coulter regarding the conflicting sample id1 numbers printed on a panel report for one pt sample when running the fc 500 with cxp software version 2.0. The customer indicated the sample id1 was entered in acquisition manager option, which serves as the lab accession/order #. The analyzer is configured to use sample id1 as part of the listmode filename. The panel report includes both, sample id1 and the listmode filename. The panel report, for this pt, printed sample id1 different than actually assigned. The sample id1 appeared to be a sample id1 from a different patient ran on the same day. However, the sample id1 contained within the listmode filename mached the true sample id1 for this patient sample. Additionally, the lab uses a sample id2 which is composed of the first 3 characters of the patient name; it was correctly identified in the listmode file name. The customer replayed the listmode data in the listmode playback tool, the correct sample id1 was printed on the new panel report. The customer examined the rest of the samples and indicated that no mis-identification had occurred. The customer indicated that there was no change to patient treatment and the mis-identified report was not sent out of the lab.

Manufacturer narrative:
The customer indicated that the number of lock-ups occurred to this computer; however, at the time of this event no a lock-up has been occurred. The event investigation summary: the customer reran the listmode file and verified that the correct sample id1 was printed in both fields. Investigation performed by bci: bci ran 50 iterations of the same configuration (teracxp tbnk fc assay) as used by the customer on 2 separate systems. No mis-identification has been noted. Bci ran a test using the actual listmode files sent by the customer. No mis-identification occurred using these files. Bci has completed 100 runs with the same type of sample, the same panel, and the same reports were printed with the same identifiers. No mis-identification was observed. Bci did not observe any type of sample id1 mis-identification during the investigation. A malfunction will be assumed. The root cause for this event is unknown and unknowable.